Event description:
It was reported that a signal loss occurred. It was indicated that the patient used an expired product, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(b)(4).